Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device allegedly caused bronchostenosis to the patient during use. It was reported upon intubation at the emergency visit, there seemed to be high cuff pressure used on the device.

Manufacturer narrative:
This case has been determined to be a duplicate of 2936999-2019-00105. If information is provided in the future, a supplemental report will be issued.